Manufacturer narrative:
(B)(4)

Event description:
It was reported the peel-away sheath accordioned back during insertion even when twisting the product into the patient. Follow up information states they performed a skin nick after the sheath peeled back. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the peel-away sheath tip accordioned back during insertion was confirmed. One peel-away sheath / dilator was returned. The sample showed evidence of use. Visual examination found that the peel-away sheath tip was damaged but the dilator tip was not damaged. Microscopic examination revealed that one side of the sheath tip was pushed back along the score line. The sheath body measured 2.75" length which meets specification per sheath graphic (length: 2.625 -2.875"). The specified .074/.075" sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The diameter of the sheath body measured .096 inches which meets the .093 - .099" requirement of sheath extrusion graphic. The dilator measured 3.875" in length which meets specification per dilator graphic (length: 3.875 +/- .125"). The diameter of the dilator body measured .0725 inches which meets the .071 - .075" requirement of the dilator extrusion graphic. The dilator protruded through the catheter .787" which meets the .875 +/- .250" requirement of the sheath/dilator assembly drawing. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. Other remarks: the IFU directs the user to pre-dilate if necessary. The customer reported that a skin nick was made after the catheter peeled back. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.